Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing and clamp function testing. The reported problem was not verified because leak testing was performed with no issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the transfer set during patient use. There were two cracks noted in the transfer set and the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
During visual inspection of the minicap transfer set a damaged (cracked) main body was identified. The reported issue was verified, but the cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.